Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental issues "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and tooth disorder outcome was unknown. The reporter considered pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / chronic pelvic pain") in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ventral hernia, depression, anaemia, multigravida, parity 2, dizzy, vaginal delivery (((B)(6) 2014).), difficulty sleeping, viral infection, vomiting, abdominal cramps, vaginal pain, ventral hernia repair, cervical radiculopathy and lumbar radiculopathy. Previously administered products included for an unreported indication: cytotec, acetaminophen, sertraline, multivitamin and ibuprofen. Concurrent conditions included sore throat, fever, chills, general body pain, diarrhea, perineal pain, anxiety, gastroesophageal reflux disease, shortness of breath, visual impairment, chest pain, lightheadedness, dyspnea, abdominal pain generalized, swelling of eyelid, bug bite, itchy, anxiety disorder, menstrual disorder, insomnia, neck pain, adipositas, lower abdominal pain, abdominal pain upper, numbness, paraesthesia upper limb, paraesthesia lower limb, pins and needles, umbilical hernia with obstruction, gangrene, unilateral leg pain, knee pain, cough, arthralgia multiple, lumbar pain, sciatica and back pain. Concomitant products included fluoxetine hydrochloride (prozac) and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash papular ("rashes or skin conditions type:bumps come and go on my right hand"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue just always tired") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: vision is blurred and foggy") and alopecia ("hair loss"). In 2016, the patient experienced tooth fracture ("dental issues-teeth started hurting more than normal, became loose and crumbled in mouth like a pie crust just broke off and crumbled into pieces."). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss:weight gain,now I am at the heaviest I have ever been"). On an unknown date, the patient experienced toothache ("dental issues-teeth started hurting more than normal"), abdominal pain lower ("cramping in lower middle stomach area"), musculoskeletal chest pain ("rib cage area"), chest pain ("chest pain/ pain in area of heart"), abdominal discomfort ("discomfort in abdomen"), polymenorrhoea ("it was like I have 3-4 periods a month"), visual impairment ("vision/eye problems type: had to get prescription glasses"), acne ("scalp is getting pimples all over") and dyspnoea ("shortness of breath"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, musculoskeletal chest pain, chest pain and abdominal discomfort had resolved and the toothache, tooth fracture, rash papular, dysmenorrhoea, migraine, headache, vision blurred, fatigue, weight increased, alopecia, abdominal pain lower, polymenorrhoea, visual impairment, acne and dyspnoea outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, acne, alopecia, chest pain, dysmenorrhoea, dyspnoea, fatigue, headache, menorrhagia, migraine, musculoskeletal chest pain, pelvic pain, polymenorrhoea, rash papular, tooth fracture, toothache, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: right - 6 coils and left - 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, abdominal pain, vaginal bleeding, migraines, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. On 17-apr-2019: plaintiff fact sheet and medical record received : case became "medically confirmed". Reporter information, medical history, historical drug was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ventral hernia, depression and anaemia. Concomitant products included fluoxetine hydrochloride (prozac) and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash papular ("rashes or skin conditions type: bumps come and go on my right hand"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue just always tired") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: vision is blurred and foggy") and alopecia ("hair loss"). In 2016, the patient experienced tooth fracture ("dental issues-teeth started hurting more than normal, became loose and crumbled in mouth like a pie crust just broke off and crumbled into pieces."). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss: weight gain,now I am at the heaviest I have ever been"). On an unknown date, the patient experienced toothache ("dental issues-teeth started hurting more than normal"), abdominal pain lower ("cramping in lower middle stomach area"), musculoskeletal chest pain ("rib cage area"), chest pain ("chest pain/ pain in area of heart"), abdominal discomfort ("discomfort in abdomen"), polymenorrhoea ("it was like I have 3-4 periods a month"), visual impairment ("vision/eye problems type: had to get prescription glasses"), acne ("scalp is getting pimples all over") and dyspnoea ("shortness of breath"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, musculoskeletal chest pain, chest pain and abdominal discomfort had resolved and the toothache, tooth fracture, rash papular, dysmenorrhoea, migraine, headache, vision blurred, fatigue, weight increased, alopecia, abdominal pain lower, polymenorrhoea, visual impairment, acne and dyspnoea outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, acne, alopecia, chest pain, dysmenorrhoea, dyspnoea, fatigue, headache, menorrhagia, migraine, musculoskeletal chest pain, pelvic pain, polymenorrhoea, rash papular, tooth fracture, toothache, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received, reporter added, plaintiffs address updated, patient demographic added, product indication and lot number added, essure insertion and removal date updated, event dental problem has been updated to toothache and tooth fracture. Events added- vaginal haemorrhage, menorrhagia, rashes or skin conditions type: bumps come and go on my right hand, dysmenorrhoea, migraine, headache, vision blurred, had to get prescription glasses, fatigue, weight increased, alopecia, abdominal pain, abdominal pain lower, rib cage area,chest pain,chest pain/ pain in area of heart,abdominal discomfort,it was like I have 3-4 periods a month,scalp is getting pimples all over and shortness of breath. Events onset date and outcome updated, patients medical history, concomitant drug and lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.